Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that on (B)(6) 2015, a catheter change went poorly; the catheter was stuck and the nurse had to use force to remove it. The customer stated he was sweating and felt bladder tension for 3 days afterward, off and on. The catheter was inserted on (B)(6) 2015. The customer was not able to provide any further details.